Event description:
The customer reported to philips that the unit failed to power up.

Manufacturer narrative:
(B)(4). The customer reported to philips that the unit failed to power up. It was evaluated locally by the customer. The customer isolated the issue to the a/c power module. Replacing the power module resolved the reported issue.